Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70, serial#: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was having loss of stimulation on the left side. It was noted that one contact of the left lead showed high impedance. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Date received by manufacturer: 07-mar-2017. Additional information was received that the patient underwent a revision procedure wherein the patient¿s leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having loss of stimulation on the left side. It was noted that one contact of the left lead showed high impedance. The patient will undergo a revision procedure wherein a lead will be replaced.